Manufacturer narrative:
The graft was available for investigation. It was sent to an external and independent laboratory for examination. The objective of the study was to evaluate the presence of any structural abnormality visible on the external side of the returned vascular graft. The analysis consisted of a macroscopic observation of the graft and a scanning electron microscopy (sem) analysis. The sem analysis pointed out some infiltration of collagen material with no significant abnormality such as tears, loss of textile cohesion, holes and signs of cut. The sem analysis corroborated the macroscopic analysis. No conclusion can be drawn. However, the conducted investigation and testing performed would tend to indicate that the product was not defective.

Manufacturer narrative:
Exemption e2017024 : intervascular sas (manufacturer) is submitting the report on behalf of maquet cardiovascular, llc (importer). (10/3317/213) a review of the complaint device history records, indicated that the graft was processed and inspected according to procedures and was therefore released following acceptable quality inspections and tests. Specifically, no anomaly was evidenced in the collagen coating records. The review of the water permeability testing records of products coated on the same day as the complaint device indicated values well within product specifications. Please note that water permeability testing is recognized by international standard for vascular grafts as the test to address the risk of blood leakage. (3340/3345/213) one retention sample coated on the same day and under the same conditions as the involved device underwent water permeability testing. The test result indicated a value well within product specifications (< 5 ml/cm²/min). (11) the investigation is still ongoing. It was reported that the graft is available for evaluation, it should be returned. A follow up report will be sent upon completion of the investigation.

Event description:
The hospital reported that during a bypass procedure after the graft was unclamped, blood was pouring out of holes in the graft beyond normal blushing. The product was not implanted. A competitor eptfe graft was used as a replacement to complete the case. The patient is in good condition.